Manufacturer narrative:
Clarification d.6a: partial date of implant 2005 was provided. However this is incorrect since device was manufactured on 09/oct/2006. A follow up will be done for the correct date of implant of the device. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reports right side capsular contracture baker grade IV. Healthcare professional reports "creases" via ultrasound. The device was explanted and replaced, along with a complete capsulectomy.

Event description:
Healthcare professional reports right side capsular contracture baker grade IV. Later healthcare professional reports "creases" via ultrasound. The device was explanted and replaced, along with a complete capsulectomy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed creases on device. As per the investigation procedure deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.